Manufacturer narrative:
Larsen et al.(2004). Should insertion of intramedullary nails for tibial fractures be with or without reaming? Journal of orthopedic trauma 18 (3) 144-149. This report is for unknown screws/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, larsen et al.(2004). Should insertion of intramedullary nails for tibial fractures be with or without reaming? Journal of orthopedic trauma 18 (3) 144-149. The objective of this study was to determine if any differences exist in healing and complications between reamed and unreamed nailing in forty-five patients with displaced closed and open gustilo type I-iiia fractures of the central two thirds of the tibia treated in a level 1 trauma center. Stabilization of tibial fractures was achieved with either with a slotted, stainless steel reamed nail or a solid, titanium unreamed nail. 48 patients who were prospectively randomized to either a reamed grosse-kempf tibial nail or an unreamed ao tibial nail as their primary treatment. Broken interlocking screws were found in two patients in the unreamed group, one in the reamed group. This is report #1 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.